Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 130 mg/dl at the time of incident. The customer was able to rewind the insulin pump and clear the alarms. Self test failed. The customer stated that hardware low level failure alarm occurred during self test. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error , motor errors, or prime, rewind anomalies occurred during testing. Motor was tested outside the unit, and it passed. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error was noted during testing, and no pump error alarms are found in the formatted history files.